Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted in (B)(6) 2015. A scheduled follow-up was performed on (B)(6) 2016. Reportedly, two episodes showing ventricular oversensed noise at an interval of 125ms were recorded around 9:00 a.m. On (B)(6) 2015. Because of the patient's advanced age, it was impossible to identify patient's activity at the time these two episodes were recorded. Reportedly, she is usually visiting a health care service provider at that time. The patient is pacemaker dependent; it is therefore considered that the pacemaker was not pacing during the oversensing episodes. At the time of the follow-up, ddd mode was programmed, with rate response set to off. The lead measurements were normal. Preliminary analysis results showed that the reported oversensing (8hz artifacts in ventricular channel) is typical of the emi switches operation involved when strong external emi are detected by the pacemaker.

Event description:
The subject pacemaker was implanted in (B)(6) 2015. A scheduled follow-up was performed on (B)(6) 2016. Reportedly, two episodes showing ventricular oversensed noise at an interval of 125ms were recorded around 9:00 a.m. On (B)(6) 2015. Because of the patient's advanced age, it was impossible to identify patient's activity at the time these two episodes were recorded. Reportedly, she is usually visiting a health care service provider at that time. The patient is pacemaker dependent; it is therefore considered that the pacemaker was not pacing during the oversensing episodes. At the time of the follow-up, ddd mode was programmed, with rate response set to off. The lead measurements were normal. Preliminary analysis results showed that the reported oversensing (8hz artifacts in ventricular channel) is typical of the emi switches operation involved when strong external emi are detected by the pacemaker.